Manufacturer narrative:
E1:reporting address state: (B)(6).reporting address postal:(B)(6)reporting institution phone #: (B)(6)reporter phone #: (B)(6)

Event description:
Philips received a complaint regarding a philips patient monitoring/respiratory device reporting a condition of low tidal volume during operation. The device was reported to be in clinical use for patient monitoring when the issue occurred continuously. The expected performance of the device is to provide accurate and full-function ventilation/monitoring parameters; however, the reported condition was low tidal volume output during operation. No error codes were identified during remote evaluation. The current software version was not available at the time of reporting. Remote troubleshooting was performed; however, no physical diagnostics or functional tests could be completed due to limited information provided by the customer. The issue was partially replicated based on symptom description, but full verification could not be completed remotely. No accessories were reported to be involved. It was also noted that the customer did not provide sufficient information to proceed with full technical investigation, and no further diagnostic data could be retrieved at the time of service. As a result, no repairs were completed, the case could not proceed with technical service; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.